Event description:
It was reported via repair work order that the litter support bracket was broken/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the litter support bracket was broken/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also found during the course of the investigation that the slider magnet was broken which could cause unintended height adjustment.